Manufacturer narrative:
H3: the camera (product ID: camera refurb 9735821r vega base s8 svc, serial/lot: (B)(6) was returned to the manufacturer for analysis. Analysis found that there was a damaged camera and/or system control unit (scu). This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Codes d02, b01, c13 apply to the system (product ID: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6). Codes d02, b01, c08 apply to the camera (product ID: camera refurb 9735821r vega base s8 svc, serial/lot: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735821 h3, h6: a medtronic representative went to the site to test the equipment. The camera was replaced and the system then performed as intended. Codes b01, c08 and d02 are applicable to this analysis. A05: localizer faulted a1102: faulted. Message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a localizer faulted message when entering an optical procedure. Rebooting had no effect. There was no patient involvement.